Event description:
It was reported that the device was approaching elective replacement indicator (eri) and exhibited "strange behavior" therefore the physician decided to replace the device. It was further reported that episodes of high pacing lead impedance, noise and nonsustained ventricular tachycardia were observed in the right ventricular (rv) lead. The pace/sense portion of the lead was replaced and the high voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.